Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, the oxygen sensor in a 980 ventilator failed calibration. There was no patient involvement at the time of the event. The service engineer (se) inspected the device and reseated exhalation valve cables, recalibrated flow sensor and the issue was resolved. The se performed extended self-testing on the device and all tests passed.